Event description:
Event description guidant received information that this implantable coronary sinus lead, which was implanted 3 weeks ago, was discovered to have loss of capture even at maximum output. Threshold testing confirmed that there was no left ventricular capture. The patient has stated that he has not been feeling well.